Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 340 mg/dl and the current blood glucose value was 201 mg/dl. Customer reported the drive support cap had chipped off making it pushed in at a slant. Customer stated piece broke off and had scratches to drive support cap and liquid crystal display. Customer was treated with insulin pump and manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer was declined for troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No loose drive support cap noted during visual inspection.